Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the company representative interrogated the device and got the grey bar for voltage display. The device was warmed but got the same result. It was noted that the device was kept warm for four days but got the same result. The device was never implanted. There was no patient involvement with this device.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.